Manufacturer narrative:
Product analysis: at analysis it was noted that the connector for the cable assembly input was loose and that the battery returned with the device was depleted (but considered normal). The battery was replaced and the connector assembly was fastened. The analyzer then passed its functional and electric system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The software analyzer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.